Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.25mmx20mm synergy¿ drug-eluting stent was advanced with the support of a non-bsc guide extension catheter. However, the device was unable to cross the lesion and the distal portion of the stent struts got flared. The procedure was completed with another synergy¿ stent. No patient complications nor injuries were reported.